Manufacturer narrative:
The reported malfunction was confirmed;. Remote clinical support informed the customer that a reboot may be necessary to resolve the issue however, the customer did not want to reboot their pic ix at the time. The customer requested that the case be canceled and no further investigation was performed. The device remains on site and in use.

Event description:
The customer reported that they were experiencing caregroup issues on their bedside devices. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.